Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they are receiving multiple no delivery alarms. The customer's blood glucose was 452 mg/dl at the time of incident. The customer states that customer received the alarm and when connecting back to give a bolus the insulin pump gave a no delivery alarm. Explained no delivery alarm and possible causes. Customer reports that insulin did not exit with plunger push. Advised to replace the infusion set and reservoir. While troubleshooting the no delivery alarm, the customer received an compromised force sensor system alarm. The compromised force sensor system alarm is not reoccurring. The drive support cap looked normal. The customer was advised to discontinue use of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump has been returned for analysis.

Manufacturer narrative:
Findings: no unexpected no delivery or compromised forced sensor alarm noted during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.